Event description:
Facility states patient grabbed the sling strap causing it to come off the hanger bar.

Manufacturer narrative:
(B)(4). No alleged malfunction as patient grabbed sling strap causing it to come off the lift. Mgmt called facility back and provided requested information. No further detail provided at this time.